Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing on the right ventricular (rv) channel after right atrial (ra) pacing, falling in the blanking period. The ra lead also exhibited noise, reproducible with isometrics. Technical services (ts) was contacted, and ts discussed programming options such as extending the blanking period to completely cover the crosstalk. Rv signals were also seen to have low amplitudes during arrythmia, and ts recommended increasing rv sensing. The ICD system remains in service. No adverse patient effects were reported.